Event description:
On (B)(6) 2011, a vns treating physician reported that the vns pt was in her office that day which is a week after her battery replacement surgery on (B)(6) 2011, and a diagnostic test revealed high lead impedance, impedance value greater than 10,000 ohms. The pt's mother had called on (B)(6) 2011 and again on (B)(6) 2011 reporting that the pt was having an increase in seizures. The pt's settings were at output =2.5ma/signal frequency=20hz/pulse width =500usec/on time =30/off time=0/8min/magnet output =2.75ma/magnet pulse width =500/magnet on time =60 sec. The vns was disabled and the pt was referred for x-rays. Prior to the pt's surgery on (B)(6) 2011 the lead impedance was ok with an impedance value of 2480 ohms on (B)(6) 2011. The physician reported that per to operation report, the lead impedance was ok in the surgery but she did not have those exact records. The pt went for surgery on (B)(6) 2011 and when the generator was replaced, the high impedance resolved. All diagnostics after the replacement showed lead impedance = ok. The operation report from the pt's surgery was reviewed to see if the surgeon tried to reinsert the lead pin in the header of the generator before replacing the generator to see if the high impedance resolved. It was discovered that the surgeon did not try reinserting the pin into the generator header; the surgeon just replaced the generator. Three system diagnostics tests were performed after the generator was replaced, and all three showed lead impedance = ok. The pt was then programmed to their previous settings. Ap and lateral chest and neck x-rays dated (B)(6) 2011 were received and reviewed by the MFR. The lead pin did not appear to be fully inserted into the header of the generator. There were no lead discontinuities or sharp angles observed in the visible portions of the lead body, however a fracture or micro-fracture could not be ruled out. Based on the x-rays received, the cause of the pt's high impedance and increase in seizures is likely due to the connector pin not fully inserted into the header of the generator. The physician later reported that she suspected it was a pin insertion issue as well. The pt has been doing very well since battery replacement on (B)(6) 2011. The explanted generator was returned to the MFR for product analysis on (B)(6) 2011 that has not yet been completed. When additional info is received, it will be reported.

Event description:
Additional information was received on (B)(4) 2011, when product analysis was completed on the explanted generator. Results of diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications and there were no adverse functional, mechanical, or visual issues identified with the returned generator. On (B)(6) 2011, the nurse practitioner reported that the patient's increased seizure rate compared to pre-vns baseline levels was unclear as the patient's overall condition has worsened over several years. The seizures had significantly worsened though compared to what they were prior to the high impedance. All the patient's seizure types had increased.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, lead pin not fully inserted past the connector block of generator.